Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a nephrectomy, the bovie tip caught on fire. A second bovie was opened, a six-inch blade electrode was used, and it also caught on fire. Case was successfully completed. There were no patient complications.